Event description:
I had done a procedure by m.d. With the gold thread... They described that they had their approval by the FDA! They reported on their site that they don't do procedure in the us. Please investigate!